Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported turning off their therapy due to a sensation of warmth at the implant site, describing it as warm to the touch and uncomfortable. The patient stated this began a few weeks ago. They reported contacting their healthcare provider (hcp) and were instructed to contact the manufacturer. The agent reviewed therapy guidelines with the patient. The patient reported experiencing mild pain and was unsure whether this was part of the normal recovery process. The patient also stated that the therapy did not seem effective as of the previous day and reported difficulty maintaining bladder control. They indicated they have been using pads due to ongoing urinary symptoms and stated these symptoms have continued since the implant procedure. The patient reported that they turned off the therapy at approximately 2:20 am after experiencing nocturnal urinary incontinence, which they stated was not typical for them. The patient described the symptoms as ongoing. The agent advised the patient to turn the therapy back on later and monitor whether the sensation of warmth persisted. The patient was redirected to follow up with their hcp for further evaluation and discussion of their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.